Manufacturer narrative:
Prior to the repair the instrument was tested against the specification. During the test run the following results were identified: head dented at backcap. Bearings worn and gritty. Power consumption high. Inner part of push button has a groove worn into it from rubbing on chuck release while instrument is running causing heating. The handpiece damage was caused by application error (dropped down damage) and poor care and maintenance. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare and maintain the handpiece for each treatment and how to use it: 2.2 improper use because the operation with an electric motor involves a higher torque, patients, users and other people can suffer injuries and serious burns if an instrument is damaged or used improperly. Check the technical condition before each use. Also refer to: 2.3 technical condition, page 20 never press the push-button during operation of the device. Never use the instrument to keep the cheek, tongue or lip at a distance. 2.3 technical condition a damaged product or damaged or not kavo original components could injure patients, users or third parties. Use the device and components only if there is no damage on the outside. Check to make sure that the device is working properly and is in satisfactory condition before each use. Have parts with sites of breakage or surface changes checked by the service. If the following defects occur, stop working and have the service personnel carry out repair work: malfunctions, damage (e.g. Caused by being dropped), irregular running noise, excessive vibration, overheating, bur is not seated firmly in the handpiece. Notice damage to the chuck system. Material damage. Never push the press-button while the bur is rotating. 6.1 checking for malfunctions caution overheating of the device. Burn injury or product damage due to over-heating. If the device overheats, stop working and have the service personnel repair the device.

Event description:
During a treatment handpiece got hot and caused a contact burn to the patient. Description, location and size of injury: provider inspected the right inner labial mucosa and found two white burned areas approx less than 1 cm in size. No bleeding or laceration observed. Follow up of the patients lower right labial mucosa reveals normal healing, near complete resolution of soft tissue lesions resulting from burning hot electric handpiece.